Event description:
Additional information received reported that there was a 50% or greater symptom reduction. The cause of the event was not determined, but it was not device related and did not require reprogramming. The patient was hospitalized due to disorientation and confusion. The patient was in a group home setting as well. No interventions or action were taken and the patient outcome was unknown.

Event description:
An emergency room (ER) doctor reported that the patient had a sudden loss of therapeutic effect as it happened within the past one or two days. The patient presented to the ER on the day of the report with decreased alertness and tonic-clonic tremors in his arms and legs. The symptoms were worse on the left side than the right. The patient¿s wife felt like this was a return to baseline symptoms for him. It was requested that a manufacturer representative come check the patient¿s system as there was no patient programmer available. No patient intervention or outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-15118 as the patient had two ins¿s and it appeared both sides were affected.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v333543, implanted: 2009 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389-40, lot# l75963, implanted: 2000 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4)